Manufacturer narrative:
The customer-reported issue was confirmed via system management (smbus) data review and functional testing of the battery which discovered that the battery's output had been disabled. The root cause for the output becoming disabled cannot be conclusively determined; however, analysis of the smbus recorded data indicates the battery was subjected to a deep discharge event, causing extreme cell under-voltage conditions. Syncardia has a corrective and preventive action (CAPA) to address the inability of the user to detect when a freedom onboard battery is disabled and is currently in the process of implementing the corrective action. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The freedom onboard battery was not in patient use. The customer, a syncardia certified hospital, reported that the freedom onboard battery was unable to hold a charge while plugged into the battery charger.